Event description:
It was reported that a shaft break occurred. During the procedure, this synergy xd mr ous 2.75 x 38mm device was selected for a percutaneous coronary intervention procedure. The device was placed inside the body. Tension was applied on the shaft to check its strength after delivery system was removed. The joint part of the distal shaft and mid shaft near the exit port was separated. Since it was after the procedure, there was no adverse health hazard to the patient.

Manufacturer narrative:
Device is combination product. Initial reporter city- (B)(6). The synergy xd mr ous 2.75 x 38mm stent delivery system (sds) was returned for analysis. The stent was not returned. The balloon section was examined via scope and it appeared to have been inflated and deflated. Balloon material bunching was noted at proximal end of the balloon. The bunched balloon cone was situated distal to the proximal markerband. The length between markerbands was (distal edge of proximal marker band to proximal edge of distal markerband) measured and met specification. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. A break was noted in the distal shaft (on the distal side of port bond). The break was located 247mm from tip and 1215mm from distal end of the strain relief. The break had caused distal shaft separation and exposed the corewire. The distal shaft was stretched/necked on the proximal and distal side of the break site. A visual and tactile examination of the hypotube identified multiple hypotube kinks along the uncoated hypotube and a kink/damage at one point in lasercut region. Examination of the hub, strain relief and tip via scope did not identify any damage.

Manufacturer narrative:
Device is combination product. (B)(6).

Event description:
It was reported that a shaft break occurred. During the procedure, this synergy xd mr ous 2.75 x 38mm device was selected for a percutaneous coronary intervention procedure. The device was placed inside the body. Tension was applied on the shaft to check its strength after delivery system was removed. The joint part of the distal shaft and mid shaft near the exit port was separated. Since it was after the procedure, there was no adverse health hazard to the patient.